Event description:
The hospital is having issues with leaky patient circuits (used with the 980 ventilator). "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".